Event description:
It is reported that the patient underwent a spinal procedure at l2-l4 for stenosis using posterior fixation. At unk time post-op, a non break off plug on right side l2 backed out. The patient reportedly was asymptomatic, however, the procedure to remove the plug was performed approximately 6 weeks post op.

Manufacturer narrative:
Device was not returned to MFR for evaluation. We are unable to determine the cause of the event; however, the suspect devices in use are lot w08a0905, w08d4275, w08e1182, and w08e3420. Device history records for these lots were reviewed. No documentation was found that would indicate a non-conformance to specifications.